Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned tibial articular surface provisional (tasp) confirms that device has fractured on the lateral side of the post and also has a fragment from the anterior of the post feature fractured off which was not returned. The device was manufactured in november of 2012 and had an approximate field life of three (3) years and ten (10) months with an unknown frequency of use. Review of the device history record and receiving inspection reports identified no deviations or anomalies. The complaint is considered confirmed as the returned tasp was fractured. The likely condition of the part when it left zb control is considered conforming based on the product's field age and the DHR review. This device is used for treatment. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. The CAPA investigation also identified instrument misuse as a contributing cause. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp components in this complaint were manufactured before the design modification. Reported information states that the surgeon was using a mallet to impact the tasp into a tight knee. The persona surgical technique ((B)(4)) instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the tasp.

Manufacturer narrative:
It was further reported that no harm or injury was incurred; confirmation was received that no fractured pieces were retained by the patient. This report will be amended when our investigation is complete. Returned, not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while trailing the poly, the surgeon had to use a mallet to hit it in. There was no reported delay in surgery or harm to the patient.